Manufacturer narrative:
(B)(4) . The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, carefusion has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays a transducer fault alarm. The customer reported the exhalation pressure transducer failed calibration testing. The issue occurred during patient use. The customer reported there is no patient consequence associated with the event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect component for investigation. An investigation was performed and identified the root cause was due to degraded transducer within the assembly (pt 802). The pt 802 component is responsive to pressure input however the output differential voltage is outside of manufacturer specifications. This issue will be internally investigated within carefusion.